Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during t2h surgery, a drill broke while drilling in the oblique direction in a proximal dynamic hole. The other drill also broke. No broken fragments remained in the patient."

Manufacturer narrative:
Please note correction of h6 component code. The reported event could be confirmed, since the device was returned and matches the alleged failure. The received drill was visually inspected in we can see the nick and dent marks on both sides of the cutting flutes.these damages indicate that either the use of a blunt instrument, an excessive metallic contact, or a combination of both factors led to a mechanical overload and finally the breakage of the drill bit. The breakage surface reveals typical characteristics of a brittle fracture i.e., a relatively smoother surface at the center than at the edges. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on investigation with the above described damages, the root cause was attributed to a user related issue. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during t2h surgery, a drill broke while drilling in the oblique direction in a proximal dynamic hole. The other drill also broke. No broken fragments remained in the patient."